Event description:
It was reported that during a regular follow up the device triggered safety mode. The device was thus explanted and expected to be returned. No additional adverse patient effects were reported.